Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: what type of procedure was the device used in? No answer. Was the device able to be fully closed? No. Where within the gap setting scale was the orange indicator? No answer. Was the device fired? No answer. If the device was closed, what confirmation was received that the device was fully fired? N/a. Did the device cut? No answer. Was the cut line fully circumferential around the target tissue? No answer.

Event description:
It was reported that during an unknown procedure, the device has not been entirely closed with the sound of stapling. Anastomosis was not made and the staples remained in the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Would not close.